Manufacturer narrative:
(B)(4). Batch # t5dd5c. Device analysis: the analysis results found that the tlc10 device was received with no apparent damaged and with a cartridge reload loaded in the device. The reload was received with the knife exposed, it had the proximal 5 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. After the functional test, 1 staple was noted missing along the staple line, these staples do not create a fluid path. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please refer instructions for use. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Event could not be confirmed as retainer was not received for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the cartridge came off when the anvil jaw and the cartridge jaw were divided. The surgeon commented that there was a possibility the cartridge had not been loaded into the cartridge jaw firmly. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.